Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the tubing and canister. The customer primed the tubing to address the issues. Additionally, it was reported that a cartridge alarm occurred during the load sequence. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to customer¿s blood glucose level.